Event description:
In march of 1997 a 80 yr old female presented clinical symptoms of goiter and hyperthyroidism. The pt was treated with thyroid suppressing drugs. It was stated that during the course of this treatment her tsh level rose to and her t4 values decreased to hypothyroid levels. However, her t3 level as measured on the immuno-1 remained elevated (above the normal range). The clinicians continued thyroid suppressing treatment based on the t3 results. It is believed that the pt was mad hypothyroid due to over suppression of her thyroid function.